Event description:
The doctor had used the device four times for tissue coagulation and cutting. On the fifth time, the tissue was clamped and coagulated. The doctor was unable to release the device. Tissue was torn when it was forcibly removed. Device was removed from the sterile field and would not open when tested again. New device opened and used to complete the case.